Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy ("ectopic pregnancies the left tube, possibly in the cornua") and pelvic pain ("severe pelvic pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test(s) not conducted". The patient's past medical history included ectopic pregnancy, multigravida, recurrent abortion and parity 2. Concomitant products included paracetamol (acetaminophen). In december 2010, the patient had essure inserted. In january 2013, the patient experienced ectopic pregnancy (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), depression ("depression") and anxiety ("mental anguish"). The patient's last menstrual period was on (B)(6) 2012 and estimated date of delivery was 1-oct-2013. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (left salpingectomy). Essure was removed. At the time of the report, the ectopic pregnancy, depression and anxiety outcome was unknown and the pelvic pain, menstrual disorder, vaginal haemorrhage and menorrhagia had not resolved. The reporter considered anxiety, depression, ectopic pregnancy, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: diagnostic laparoscopy, left partial salpingectomy: the patient had a large ectopic in the left ampulla portion of the left fallopian tube. It was not ruptured but obviously a large ectopic. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2013: positive (B)(6) 2013: patient presented to the e.r. With pelvic pain, had a quantitative hcg of less than 2000 and nothing obvious was seen on transvaginal ultrasound (no obvious intrauterine pregnancy) (B)(6) 2013: quantitative hcg of 1500; nothing in the uterus on ultrasound, but what appears to be an obvious ectopic pregnancy in the left tube close to the uterine cornua. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, ectopic pregnancy. Most recent follow-up information incorporated above includes: on 27-jul-2018: plaintiff fact sheet was received -the following events were provided: depression, mental anguish. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy ("ectopic pregnancies the left tube, possibly in the cornua") and pelvic pain ("severe pelvic pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test(s) not conducted". The patient's past medical history included ectopic pregnancy, multigravida, abortion and parity 2. Concomitant products included paracetamol (acetaminophen). In december 2010, the patient had essure inserted. In january 2013, the patient experienced ectopic pregnancy (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient's last menstrual period was on (B)(6) 2012 and estimated date of delivery was (B)(6) 2013. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (left salpingectomy). Essure was removed. At the time of the report, the ectopic pregnancy outcome was unknown and the pelvic pain, menstrual +disorder, vaginal haemorrhage and menorrhagia had not resolved. The reporter considered ectopic pregnancy, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: diagnostic laparoscopy, left partial salpingectomy: the patient had a large ectopic in the left ampulla portion of the left fallopian tube. It was not ruptured but obviously a large ectopic. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2013: positive (B)(6) 2013: patient presented to the e.r. With pelvic pain, had a quantitative hcg of less than 2000 and nothing obvious was seen on transvaginal ultrasound (no obvious intrauterine pregnancy) (B)(6) 2013: quantitative hcg of 1500; nothing in the uterus on ultrasound, but what appears to be an obvious ectopic pregnancy in the left tube close to the uterine cornua. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, ectopic pregnancy most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received. Events added: vaginal bleeding, menorrhagia, essure confirmation test(s) not conducted. Consumer stated that essure was not removed. She had left salpingectomy due to ectopic pregnancy. Lab data added and outcome of the events were updated. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and ectopic pregnancy with contraceptive device ("ectopic pregnancies") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (underwent removal due to complications from the essure). Essure was removed. At the time of the report, the pelvic pain, ectopic pregnancy with contraceptive device and menstrual disorder outcome was unknown. The reporter considered ectopic pregnancy with contraceptive device, menstrual disorder and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.